Event description:
It was reported that the patient with this pacemaker underwent an ablation procedure and when cautery began over the pocket of their device, atrial fibrillation (af) was induced and the patient required cardioversion. Technical services (ts) recommended programming changes to prevent recurrence. This device was subsequently explanted and replaced due to advisory. This device has been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker underwent an ablation procedure and when cautery began over the pocket of their device, atrial fibrillation (af) was induced and the patient required cardioversion. Technical services (ts) recommended programming changes to prevent recurrence. This device was subsequently explanted and replaced due to advisory. This device has been received for analysis. No additional adverse patient effects were reported. The "no problem detected" conclusion code was selected based on analysis of the returned product. Analysis found no evidence of anomaly outside the bounds of normal medical use.